Event description:
Philips received a complaint from the customer reporting a proximal pressure sensor autozero failed message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm or other adverse patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The diagnostic code 110b, indicating the proximal pressure is not measured, and pressure-related alarms are compromised, was noted in the device event log. The rse advised the bme of the troubleshooting steps outlined in the latest version of the v60 service manual. Also, the rse advised the bme to reseat the data acquisition board and provided the part details for replacement order of the solenoid valve and data acquisition (da) printed circuit board assembly (pcba). Investigation ongoing.

Manufacturer narrative:
The customer bme reported the instructions provided by the rse were followed. Subsequently, the device was remitted to a third-party service vendor for repair. Further details were not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.